Manufacturer narrative:
(B)(4). The reported complaint that the "iab failed to fully unwrap" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "iab failed to fully unwrap". It is also reported that " the patient did not sustain any an injury or expire". To co mplete/continue therapy, another iab was inserted into the same insertion site. Patient's current condition reported as "fine".

Event description:
It was reported "iab failed to fully unwrap". It is also reported that " the patient did not sustain any an injury or expire". To co mplete continue therapy, another iab was inserted into the same insertion site. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4).